Manufacturer narrative:
On 9-13-2024, the following information was reported: prior to losing consciousness during the low blood glucose (bg) event, the customer had vomited. (Add code 2144).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer lost consciousness after experiencing a low blood glucose (bg) level of 42 mg/dl. The customer's mother contacted the ambulance, and the customer was transported to the hospital to initially address bg. Subsequently, the customer was admitted to the intensive care unit (ICU) where healthcare providers diagnosed the customer as brain dead. No additional patient information was provided. It was also reported that the user had not changed out their continuous glucose monitor (cgm) sensor, which had expired and which may have resulted in inaccurate cgm sensor readings. No bg values were provided at the time of the inaccurate sensor readings. Accordingly, when the sensor stopped working, the pump continued to deliver basal insulin as expected according to the user¿s personal settings. The timing of these events in relation to the customer¿s adverse event is not clear. No causal link between them was alleged.